Event description:
The customer reported that the device failed the defib and pacer tests in opcheck. The customer also noted a chirping/clacking noise.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the defib and pacer tests in opcheck. The customer also noted a chirping/clacking noise. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.